Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was found unconscious with no power supply by a relative on (B)(6) 2020. The cause of death is unknown. No further information was reported. Related manufacturer's report number: 2916596-2020-03171.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #: (B)(4)) was returned for evaluation with the reported event of patient death. A log file was downloaded from the returned controller and showed 120 events. The events in the log file appear to be from a backup system controller following a controller exchange. The clock reset several times throughout the log file, and the exact day and time that the events occurred were unable to be determined. In the beginning of the log file the controller was connected to the power module and the events were consistent with this being the backup system controller and the motor stop command received was also active during this period. Total losses of power were captured throughout the log file and were accompanied by the rsoc voltage on both cables dropping to 12v, and pump speed, power, and flow being captured at 0. It appears that following the exchange, the power leads and driveline were being disconnected and reconnected. The system controller underwent preliminary and functional testing and performed as intended. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The device was operated as intended. The device history records were reviewed for the system controller (serial #: (B)(4)) and was found to pass all manufacturing and qa specifications. Heartmate ii lvas operating manual section 8.3.6 entitled ¿alarms¿ provides detail on how to interpret and troubleshoot system controller alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.